Event description:
It was reported that the stored images on the 9800 system appeared washed out and the live image on the left monitor was dark. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The video pcb and image processor pcb were replaced during the service call. The system was tested and found to be working as intended and put back into service.